Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was cycling a long way and experienced hypoglycemia. At some point the patient lost consciousness and he was taken to the hospital by ambulance. The cgm reading was 3.4 mmol/l and there was no bg taken at that time. There was no information about the medical intervention provided nor the treatment. At some point the cgm was reading 19.3 mmol/l and the blood glucose reading was 14 mmol/l. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.